Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the right atrial lead. The right atrial lead was capped (B)(6) 2021 and replaced during a routine generator change. The procedure was successful. The patient's condition was stable.